Manufacturer narrative:
The explanted device was returned to our post market quality assurance lab for a thorough evaluation. A review of device memory confirmed the clinical observations. Interrogation of the device resulted in a low battery fault code 1001. The device reverted to storage mode due to a reduction in cell capacity, occurring as a result of the extensive charging. Battery depletion was found to be normal; however, based on coulomb counter and charging current calculations. The device was then subjected to and passed (commensurate with battery voltage) a series of automated diagnostic tests that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions. Final analysis concluded that the level of battery depletion for this device was normal based on the amount of charge that was consumed by the high voltage system for therapy delivery. A detailed review of the device's stored electrograms revealed abnormal amounts of noise consistent with a fractured lead, as well as artifacts due to the respiratory sensor, which subsequently led to oversensing, inhibition of pacing, and unnecessary shocks. Boston scientific has taken action by communicating this potential device behavior to physicians in 2009, and has recommended turning the respiratory sensor feature off. The clinical observations, as well as the analysis results associated with this device, are consistent with the device behavior described in this product advisory. The replacement device was not interrogated or explanted post-mortem, and an autopsy was not performed. The physician reportedly does not believe that the replacement device or rv lead caused or contributed to the pt's demise. This event will be updated if any additional info becomes available.

Event description:
Boston scientific crm received info, in 2009, that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) and competitive right ventricular (rv) defibrillation lead received approximately 150 inappropriate shocks and 300 diverted charges due to oversensed noise on the rv channel. The noise also resulted in pacing inhibition in this pacemaker dependent pt. Rv pacing impedance measurements were noted to be greater than 2000 ohms. A potential fracture of the competitive rv defibrillation lead was suspected to be the root cause for the inappropriate shock delivery and pacing inhibition. The pt's device was programmed to electrocautery mode, with all tachycardia therapy off, and a temporary pacing wire was inserted to provide rv pacing support. A revision procedure was later performed, during which the competitive rv defibrillation lead was surgically capped and abandoned, and the pt's device was replaced due to concern that the numerous diverted episodes and shocks may have impacted its longevity. A new boston scientific crm device and rv lead were successfully implanted. While the pt was being monitored after the revision procedure, several 4-5 second episodes of pacing inhibition with greater than 2 beats of asystole were observed, due to a dislodgement of the new rv lead. Another revision procedure was performed, and this rv lead was successfully repositioned. The pt was monitored in the hosp for several additional weeks; however, the pt's condition did not improve. The pt subsequently passed away approx two months later.